Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant, the implantable pulse generator (ipg) exhibited premature battery depletion, with unexpected longevity noted due to incorrect settings programmed. The ipg was reprogrammed. No patient complications have been reported as a result of this event.